Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and meshes were implanted on (B)(6) 2005 due to sui. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems including bladder leakage and pressure of bladder fullness, lower back pain, dyspareunia, vaginal odor, loss of sexual desire and groin pain with walking, sitting and standing.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.